Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 500cc mentor memorygel breast implant, catalog #3545001, lot #271304 serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 500cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was confirmed through magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on (B)(6) 2020. An explant was scheduled. 2. Is other serious- uncheck 2. Is required intervention- check additional information was received on (B)(6) 2020. The device was explanted and replaced with 400cc mentor memorygel breast implants on (B)(6) 2020. The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on march 31, 2020. Device evaluation summary: according with the information reported, the patient experienced a rupture of the breast implant. A manufacturing record evaluation was performed for the finished device 5602760 number, and no non-conformances were identified. During visual inspection of the device, a tear on posterior view measuring approximately 0.3 cm was observed. Additionally, siltex cracking was noted in the edge of the rupture. The evaluation determined that the rupture is consistent with a siltex cracking rupture. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).